Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was insulin in the reservoir chamber of the customer's insulin pump. Customer's blood glucose was 365 mg/dl. Customer stated she was unsure if leak was past first or second o ring. There were no air bubbles in the reservoir. Nothing further reported.